Event description:
As it was reported by medical affairs via email: the daughter of a cypher stent consumer called for medical information and also reported adverse events. After presenting with chest pain,the patient had 2 cypher stents implanted (B)(6) 2007, one in the lad and one in the rca. On (B)(6) 2010 she experienced chest pain again and was admitted to the ICU overnight. A cardiac catheterization was performed which showed that "the stent was closed." The cardiologist also stated that he only saw one stent and not two. The artery in which the stent was closed was stated to be "front main of the heart." Patient was treated with another stent implant. On (B)(6) 2010, the patient again was experiencing chest pain. Treatment was nitroglycerin with relief, but chest pain recurred and is ongoing. No additional information was available.

Manufacturer narrative:
The daughter of a patient called requesting medical information and additionally reported adverse events. The patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for hypertension, back problems, knee problems, and chest pain. The patient is (B)(6) tall and weighs (B)(6). After presenting with chest pain, the patient had 2 cypher stents implanted on (B)(6) 2007, one in the lad and one in the rca. On (B)(6) 2010, she experienced chest pain again and was admitted to the ICU overnight. A cardiac catheterization was performed which showed that "the stent was closed." The cardiologist also stated that he only saw one stent and not two. In a situation where a stent in not visualized after implant is an indication of a stent that is well endothelialized and without restenosis. Stents that are well endothelialized in obese patients can be difficult to see depending on the quality of the angiography equipment available. The artery in which the stent was closed was stated to be "front main of the heart." This vessel would be considered the left anterior descending artery. Patient was treated with another stent implant. On (B)(6) 2010, the patient again was experiencing chest pain. Treatment was nitroglycerin with relief, but chest pain recurred and is ongoing. No additional information was available. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Chest pain is a known adverse event associated with existing and the progression of coronary artery disease. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine an exact cause for the event but patient's factors such has hypertension and obesity may have contributed to the reported events.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.